Event description:
It was reported that the patient with this neurostimulator felt that their battery was moving around and that it hurt to put pressure on their device. The patient reported several falls since being implanted, with many of them being on their back and buttocks. An x-ray was performed and it appeared that the battery had tilted outwards and the lead had shifted. The patient later noted that they had been moving boxes and began to experience pain and discomfort in their spine where the lead was located. The patient turned off their stimulation a week later, but was still experiencing spinal pain. The device was removed and replaced. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported that the patient with this neurostimulator felt that their battery was moving around and that it hurt to put pressure on their device. The patient reported several falls since being implanted, with many of them being on their back and buttocks. An x-ray was performed and it appeared that the battery had tilted outwards and the lead had shifted. The patient later noted that they had been moving boxes and began to experience pain in their spine where the lead was located. The patient turned off their stimulation a week later, but was still experiencing spinal pain. The device was removed and replaced. There were no additional patient complications.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block d10: concomitant product: model number: 1201, serial number: (B)(6), model description: tined lead, unique identifier (UDI): (B)(4). Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however the device was disposed by the explanting provider. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of implant pain, discomfort, device - migration was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.